Event description:
It was reported that the patient had an artificial urinary sphincter (aus) implanted approximately 5 years ago, and that patient has recently begun leaking. The physician tested the implant to see if it worked and performed a cystoscopy of the patient. The cystoscopy results confirmed that there was atrophy of the urethra near the cuff. The patient underwent a surgical procedure un which the cuff was explanted. The balloon and pump were left in patient; however a full new aus system was implanted. The patient is expected to fully recover.